Event description:
Info received indicates, the bed could not be put into trendelenburg.

Manufacturer narrative:
The technician took apart the trendelenburg assembly and reassembled it and the trendelenburg functioned properly. He is not sure what caused the malfunction.